Manufacturer narrative:
Type of reportable event: "other" was indicated on the follow-up report #001. Additional review indicated that "other" does not apply to this event.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was non-functioning and was removed in (B)(6) 2014. Based on the operative notes, it was reported that the tined lead component shredded upon removal and 4 ¿little metal pieces¿ (tip of the lead) were left in the patient. It was also noted at the time of report that the healthcare professional (hcp) wanted to do an MRI. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication ((B)(4) 2010).